Event description:
It was reported that the device would not remain turned on when the power button is released. The device remains activated only when the power button was constantly pushed. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and repair options to service the device. The device has not been returned to physio-control for analysis. Several attempts to contact the customer were unsuccessful. A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
The device was returned to physio-control for analysis/repair. Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio-control further evaluated the removed assembly and determined the most likely cause for the malfunction to be the r240 resistor circuitry on the pcb. However, a conclusive cause of the issue was not determined.